Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the implantable cardiac monitor exhibited undersensing. The device was explanted.

Event description:
New information on (B)(6) 2014 indicates the device was not explanted.